Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: upon examination, the display screen was found to be dim and pink. Initial reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim and pink display screen. This report is made based on results of investigation completed on 14-dec-2017.